Event description:
It was reported that a malfunction alarm intermittently occurred. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, customer reverted to manual injections for insulin therapy. Customers blood glucose level was 154 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.